Manufacturer narrative:
(B)(6). Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the third of three devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report 3005099803-2016-03474 and 3005099803-2016-03475 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut the polyp when cautery was applied. A second and third device were used and the same issue occured. The procedure was completed with a fourth sensation snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be okay.